Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was observed on a transfer set. This was observed after connection of a twin bag during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a disconnect cap; an evaluation is complete. A visual inspection was performed with the naked eye. The presence of a hair was noted between the disconnect cap and the titanium spike. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The sample did not meet specification relative to the reported issue. The cause of the reported particulate matter occurrence was determined to be loose particulate matter (hair) between disconnect cap and titanium spike which was identified during visual inspection. The particulate matter was outside of the fluid path. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.